Manufacturer narrative:
The suspect device is expected to return for evaluation. A supplemental report will be submitted once the evaluation is complete.

Event description:
The account alleges that during an endovascular thrombectomy [evt] procedure, the catheter tip detached within the patient. The catheter was inserted via the femoral artery, and the detachment occurred within a lower extremity artery. The vessel had arteriosclerosis, and the patient has received the evt procedure repeatedly in the past. The physician used a vascular snare device to retrieve fractured pieces from the patient. No additional consequences to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed, and the root cause is attributed to a weak fuse joint related to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.